Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, he woke up and his insulin pump was blank. Customer's blood glucose is 170 mg/dl. He stated, he changed the battery two days ago. The device alarmed battery out limit, but device did respond after the battery change. The device history showed a low battery alarm at 4:37am, and customer woke up and found the device blank at 5:00am. The battery lasted less than a week. There have been unattended alarms. The batteries were out of the device longer than allowed by the device. Energizer batteries were sent for customer to try. He was advised to monitor the device and call back if needed. Nothing further reported.